Event description:
The patient suffered a mild concussion in an auto accident in 2005. In late april, he reportedly began to experience intermittencies. His external equipment was exchanged, but this did not resolve the problem. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery has not been decided upon.